Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed and the allegation was confirmed. The puncture hole on the silicone insulation was most likely created when the stylet escaped the lumen during back loading.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. The whisper wire broke through the lead's insulation and all the way out on the other side of the lead when tried to back load. The lead was never in service. No adverse patient effects were reported.